Event description:
Customer received incongruous thyroid results for one patient. Sample was sent to another hospital and tested on a cobas e601. Sample was then sent to a different lab where it was tested on a siemens centaur analyzer. Results for the patient are as follows: elecsys analyzer-tsh=42.5 uiu per ml; free t4=36.08 pmol per l; free t3=less than 0.400 pmol per l. Cobas e601-tsh=37.91 uiu per ml; free t4=44.19 pmol per l; free t3=less than 0.400 pmol per l. Siemens centaur: tsh=0.03 miu per ml; free t4=36.7 pmol per l; free t3= 18.24 pmol per l. Customer states the patient clinical picture correlates better with siemens centaur results, patient has no previous admittance and history and is a new patient. All other samples are seemingly not affected. A second sample was drawn on 7-15-2009, 5 days after patient was removed from novotiral therapy, giving the following results: tsh=41.79 uiu per ml; free t4=21.45 pmol per l; free t3=less than 0.400 pmol per l. Customer states due to the thyroid results, patient received increased dosages of novotiral medication during last half of the year and her clinical status has been worsening. The doctor stopped the substitution therapy (novotiral) in 2009. No further patient information is available at this time.

Manufacturer narrative:
The investigational unit tested the first sample and confirmed the result obtained by the customer (elecsys 2010). Only the free t4 results were comparable to the siemens centaur results. They excluded an interference factor to the ruthenium label because in those cases the tsh value is depressed and the free t4 and free t3 results are elevated. If additional information is provided, appropriate notification will be provided.